Event description:
It was reported that there was possible particulate matter in a blood administration set. The reporter stated that there was particulate matter floating in the solution of a medication bag after connection to the device. It was stated that the particle was ¿white, flaky, plastic looking and the size of a 1 penny coin.¿ this occurred during priming with sodium lactate solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not available for evaluation; however, a photograph was received for evaluation. No particles were noted in the set and therefore, no defect was observed during photographic inspection. The reported condition was not confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.